Event description:
It was reported that twenty-five helical blades did not pass pre-operative functional testing. It was reported that the twenty-five helical blades met resistance on the guide wire as the tester tried to pass the helical blade over the guide wire. The problem was discovered during testing. There was no operative or patient involvement. This complaint is for one, 11.0mm ti helical blade 90mm-sterile. This is report 12 of 25 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.